Event description:
It was reported that a customer was dissatisfied with the mobi device, stating that insulin was not dispensing from the pump and that there were frequent alarms. There was no reported impact to the customer¿s blood glucose level. The customer did not wish to speak with technical support, and no further action was taken beyond documentation of the issue.